Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller confirmed that alarm was identified as cartridge alarm 35 and did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge and delivered 9-unit bolus as instructed, successfully completed bolus, reloaded original cartridge, resumed insulin therapy, and issue was resolved with no further concerns reported.